Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming motor error during basic occlusion test and compromised force sensor system during the prime a33 test due to faulty force sensor resistor. The insulin pump also contained a cracked reservoir tube lip, cracked display window corner, scratched lcd window and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the customer via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 10.8 mmol/l. During troubleshooting, they said that the drive support cap appeared to be normal and the pump had not been dropped. The customer noted that the pump had cracks in the corners of the screen as well as moisture under the screen. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned and analysis was completed.